Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, after the firing the staples (most of them) did not close, leaving the stump partially open. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.